Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments/partial display and unable to perform any tests due to pump flashing white light on the display. Device received with detached/missing reservoir retainer ring, broken reservoir tube lip and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached/missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 441 mg/dl. Customer reported that insulin pump was dropped and was not turning on. Customer performed self test and there was missing segments on screen. Customer reported that reservoir not lock in to place. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will be returned for analysis.